Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 470 mg/dl at the time of incident and the current blood glucose of the patient is 361 mg/dl. The customer also report the blood glucose level was 402 mg/dl. Customer check for the presence of air bubbles in the tubing/reservoir and found small soda pop size bubbles. Customer state that there was no leak. Customer reports insulin exited at the quick release. Customer reports event was resolved by changing complete set. Customer treated with insulin pump and manual injection. Customer was in and out of auto mode. Troubleshooting was performed. The product will not be returned for analysis.